Manufacturer narrative:
The problem was due to a component failure (power supply). After the replacement of this component, the laser system restarted to work correctly. We are unaware about pt injury.

Event description:
The laser system has the following problem: "the laser displayed a low power error during use". No adverse effects to pt were reported.